Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not charging and it there was a low battery back up error. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional point of contact - (B)(6) (biomed). After looking through power configuration logs, found unit had twice, been plugged in and no charge activity presented. Replaced power management board. Tested and made sure unit charged and working. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.